Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device andfound that the bearings were worn out and no longer in axial alignment causing vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearing from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that the bearing on the attachment device was biting into drill bits and needed to be checked. During in-house engineering evaluation, it was observed that the device was vibrating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.